Manufacturer narrative:
The field service engineer could not determine a cause. Performance testing was run on the analyzer and sampling aspects were monitored. The photomultiplier tube high voltage was adjusted. Precision studies were performed using one of the patient samples and results were consistently < 6 ng/l. Precision studies were also performed on another patient sample. Calibrations performed on 31-jul-2019 and 04-sep-2019 were acceptable. Quality controls were acceptable on 13-aug-2019, 09-sep-2019, and 10-sep-2019. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys troponin t gen. 5 stat assay on a cobas 6000 e 601 module. The first patient sample initially resulted with a troponin t value of 23 ng/l and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 16 ng/l and a corrected report was issued for this value. The second patient sample, from a (B)(6) year old female patient, initially resulted with a troponin t value of 12.37 ng/l on (B)(6) 2019 and this value was reported outside of the laboratory. A second sample was collected from the same patient and resulted with a troponin t value of < 6 ng/l accompanied by a data flag on (B)(6) 2019. The original complained sample was then repeated, resulting with a value of < 6 ng/l accompanied by a data flag on (B)(6) 2019. The repeat result was believed to be correct. The third patient sample, from a (B)(6) year old male patient, initially resulted with a troponin t value of 25.11 ng/l accompanied by a data flag on (B)(6) 2019 and this value was reported outside of the laboratory. A previous sample from the patient resulted with a troponin t value of 8 ng/l, so the doctor questioned the 25.11 ng/l value from the complained sample. The complained sample was repeated, resulting with a value of 8.02 ng/l on (B)(6) 2019. The complained sample was also centrifuged and repeated, resulting with a value of 7.57 ng/l on (B)(6) 2019. The repeat result was believed to be correct. The troponin t reagent lot number was 41679901, with an expiration date of 30-nov-2020.

Manufacturer narrative:
The first sample was tested using troponin t reagent lot number 381542. The expiration date for this lot number was asked for, but not provided. The second and third samples were tested using troponin t reagent lot number 41679901, with an expiration date of (B)(6)2020.